Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1624c93e, serial/lot #: (B)(4), ubd: 08-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a >30mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently in abdominal pain approximately seven years later and an enlarging right common iliac aortic aneurysm was identified. The patient received treatment with embolisation of the right hypogastric artery and an extension limb on the right as far as the right eia. The left side was extended also as far as the left hypogastric. The event was resolved. As per the physician, the cause of the event is disease progression. No additional clinical sequelae were reported and the patient is fine.